Event description:
The manufacturer received information alleging a ventilator caught on fire. There was no harm or injury reported. According to the reporter of the event, the patient claims to have seen flames coming from the back of the ventilator. The device was immediately turned off, as was the oxygen concentrator which was being used in conjunction with the ventilator. The concentrator was set to deliver 10 liters per minute and was not damaged during the event. There was no harm to the patient and no property damage reported. The reporter of the event confirmed there are smokers in the house where the event occurred, including the user of the ventilator. The ventilator was returned to the manufacturer for evaluation. Thermal damage was observed at the oxygen connector at the rear of the device with a small length of oxygen tubing still attached. The rear housing of the device, air inlet filter and airpath foam were also thermally damaged. Soot was observed inside the device's blower assembly and blower transition tube. A small amount of soot was observed in the bacteria filter which was attached to the air outlet of the ventilator. The ventilator passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event log was reviewed and confirmed no issues or malfunctions occurred. The manufacturer concludes the source of the fire was external to the ventilator.